Event description:
It was reported that the values are drifting and jump around, inconsistent. No patient injury was reported. Attempts to obtain additional information about the actual values and the patients condition were unsuccessful. It was confirmed that the problem was narrowed down to the cable after exchanging the out the vgs did not correct the problem; it resolved after the om2 cable was changed.

Manufacturer narrative:
The device history record review was not performed because the lot number is unknown

Manufacturer narrative:
Evaluation summary: the complaint of "svo2 value incorrect" could not be confirmed during testing of the returned product. Invitro and invivo calibration tests were performed and the readings were monitored for over 6 hours and all readings were within product specifications. No physical damage was noted on the cable. No fault was found. No actions will be taken at this time.